Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and binned intervals were observed on the right ventricular (rv) lead which led to a diagnostic anomaly on the device causing impedance measurements to not be available. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece for analysis with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.